Manufacturer narrative:
Zimvie did not receive one (1) tsvm4b10, (imp,tsv,mcol mg,4.1mm,10m) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1258176. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258176 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per pfmea-10055, the most likely root cause determined from the investigation was improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided. E1: last name unknown / not provided.

Event description:
It was reported that the package was empty, implant was not in. During a surgery we opened an implant box and there was no implant in the box. The procedure was completed using another implant.